Manufacturer narrative:
(B)(4). The device was returned to baxter and evaluated. The device was received inoperable due to reported symptom of door not fully latched messages caused by a loose link screw (upper). The screw was adjusted during evaluation with the door performing as expected. The link screws were replaced.

Event description:
It was reported that a spectrum pump door not fully latched messages. It was also reported there was no patient injury.